Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported failure to infuse issue has not yet been possible. Moog will update this report with new information as it becomes available.

Event description:
Customer reported in medwatch mandatory report: "I received an email from a staff member stating that when discontinuing the patient controlled analgesic (pca), 250 ml of morphine remained in the bag and only 223.4 was expected. The nurse states that during checks the pump appeared to be functioning properly, however the patient was not receiving any of the drug." (B)(4).